Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. The reported condition was confirmed; however, the root cause could not be determined. Batch review was performed and found acceptable. Baxter has conducted a trend review and found that similar reports have been received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a case that was reported to a baxter business representative from (B)(6) hospital. It was reported that the wing mechanism was partially disconnected from the solution bag. Four units were affected and four samples were returned. No patient was involved. This is report 4 of 4.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.